Event description:
A cartridge alarm was reported by the caller on their tandem mobi pump, which resulted in the customer¿s blood glucose level displaying as "high" without a specific value provided. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance beyond normal support. Technical support confirmed the alarm and arranged to replace the pump. The customer was instructed to return the faulty pump and was advised on procedures to program and connect their replacement pump. Customer reverted to an alternative method of insulin therapy.